Event description:
Caller states patient tested 7.9 inr and 7.3 inr on the coaguchek s system while a comparison lab returned as 3.59 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states patient tested 7.9 inr and 7.3 inr on the coaguchek s system while a comparison lab returned as 3.59 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.